Event description:
Caller states a neonate patient tested 61 mg/dl on the inform ii system while a comparison lab returned as 46.5 mg/dl. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The caller did not know which inform ii system produced the discrepant result. (B)(6).